Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with two implantable neurostimulators (ins) for radicular pain syndrome (radiculopathies). The patient reported that their stimulators were potentially not working, although it was unclear if they were referring to their pump or stimulation system(s). The patient reported that when he connected to the ins on the left side he got the charge ins screen. The patient reported that he charged on the day prior to the report. The patient reported getting full coupling and recharging when connecting to the recharger. The patient reported that when he connected to the ins on the right side with the patient programmer (pp) he received a pp not compatible screen and when he used the other pp he was able to connect, showed 3-4 full. No further complications were reported.